Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose levels. At the time of incident the blood glucose level was 405 mg/dl. Customer stated that they had changed the insulin pump settings. Customer also reported 6 weak reservoirs and the plungers was coming out when filling the reservoirs. The troubleshooting was performed. The insulin pump will be returned for analysis.